Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn b)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A technical support specialist (tss) relaunched the application and checked under setup zones to confirm all drawers were recognized. The customer opened the drawer successfully and the system was allowing to issue the item without any issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had a drawer failed to open when tried to dispense medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.